Event description:
Information was received indicating that a smiths medical cadd-legacy one ambulatory infusion pump failed accuracy at +13.5%. Per reporter the issue was found during testing, there was no patient injury.

Manufacturer narrative:
Device analysis: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's problem was duplicated. Run three accuracy tests, the pump was found to be over delivering to the manufacturing specifications. Found fluid ingression on pump by chassis base of the expulsor, which possibly damaged into the gasket and caused inconsistent delivery issue. Service recommended expulsor assembly to be replaced. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.